Manufacturer narrative:
Date of event: exact date unknown, event occurred ((B)(6) 2018 from the date the manufacturer became aware of the event.

Event description:
It was reported that the patients stimulator was taking longer to charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned.